Event description:
It was reported that during preparation of a 3.5 x 8 mm nc tenku balloon catheter, the protective sheath could not be removed from the balloon. The device was not used on the patient and the procedure was continued using a another device. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was able to confirm the difficulty in balloon sheath removal. A review of the complaint handling database found no similar events for difficult to remove protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.